Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was not explanted as previously reported. Device remains implanted.

Event description:
It was reported that at routine device upgrade, it was observed that during removal of the chronic device, the wrench would not insert into the svc set screw port. Device was explanted and replaced.